Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the (B)(4) 2010 and performed to specification up to the (B)(4) 2013. The device records a manual power up of 48 minutes duration on the (B)(4) 2011 suggesting the device was attached to a patient. No further information could be obtained as the user accessible memory was erased prior to the (B)(4) 2015. Multiple manual power ups of ten minutes duration were observed in the device memory between the 11th january 2013 and the (B)(4) 2016. The device failed a self-test due to a low battery on the (B)(4) 2013 and remained in fault mode, failing several more self-tests on the (B)(4) 2013. A fresh pad-pak was installed in (B)(4) 2014 with the device passing a self-test. Investigation found the reported fault can be attributed to membrane failure due to adverse storage conditions. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The green status led was found to be constantly lit during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.